Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the connection was loose. A field service engineer checked the usb port and moved the scanner to another port to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a scanner failure which was not scanning. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.